Event description:
It was reported that during the procedure in the proximal/mid moderately tortuous and heavily calcified left anterior descending artery, pre-dilatation was performed and an attempt was made to advance a 4.0x28 multilink vision stent delivery system; however, the stent delivery system could not cross the lesion. An attempt was made to withdraw the stent delivery system but the proximal stent struts became caught in the non-abbott guide catheter. Force was applied and the proximal stent struts flared. The stent delivery system was withdrawn without intervention and a non-abbott stent system was advanced using the same guide catheter to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. It was reported that force was applied during removal of the stent delivery system, which may have contributed to further damaging the stent. It should be noted the warnings during use section of the multi link vision coronary stent system instructions for use cautions: do not advance or retract the catheter if resistance/anomaly is met during manipulation, appropriate measures should be taken. In case you feel resistance, do not pull the device against resistance. Continuing to advance or retract the catheter may result in damage to the vessels, separation or damage of the catheter, tip separation or damage and/or stent damage or dislodgement.